Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to a damaged pulse wire in the distribution node (dn). The pulse wire was pinched, and the wire shorted with processor u713 on the dn pca. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ECG electrodes.